Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; specific value not provided. Cause of high bg was unknown. Customer administered a manual injection to address bg. Additionally, it was reported that the customer experienced a low bg of 40 mg/dl; cause was unknown. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The failure investigation has been completed and the alleged high blood glucose issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged low blood glucose issue could not be verified.